Manufacturer narrative:
The forced bipolar instrument was received by intuitive surgical, inc. (Isi), and the failure analysis investigation found a broken grip at the grip base. A piece approximately 0.183" x 0.691" was found to be broken off; the piece was not returned. Components adjacent to this broken grip did not show damage. Visual inspection found no damage to either the grip or pitch cables.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a during a da vinci-assisted hysterectomy procedure, the pulley cable on a force bipolar with dual grip instrument broke and one of the jaws came off the instrument. The jaw fell off in two pieces. The pieces were retrieved during the same procedure. It did not cause a significant delay in the procedure. A back-up instrument was used to complete the procedure as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the force bipolar with dual grip instrument to be returned for failure analysis evaluation; however, the product has not been received. Therefore the cause of the reported failure mode cannot be determined.